Event description:
It was report that during a da vinci si surgical procedure, the cable at the distal end of the small grasping retractor instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the wrist. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.